Manufacturer narrative:
Product event summary: it was reported that a critical battery alarm was detected in the log files. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed one (1) critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge to 0% relative state of charge and back to previous relative state of charge values. This observation is indicative of a communication error between the controller and battery.the most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Internal investigation investigated communication errors. Of note, the controller, (B)(4), in use during the event did not have the software master record upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported by medical personal that critical battery alarms occurred. Log files showed that one battery was having critical battery alarms while the charge capacity was still greater than 10 percent. The battery was replaced. No patient complications have been reported as a result of this event.